Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Physician reported "left side capsular contracture, baker grade IV." Patient reported "I am having lumps on the left side," "extreme pain," "tenderness in both arms," "fatigue," and "loss of energy." The following patient reported events have been deemed not related to the device: allergies, insomnia, hair loss, skin discoloration, possible metal in blood, and extreme weight loss. The device remains implanted. This record represents the left side.